Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section (medical device problem code). Device evaluation: the device was returned to zoll medical corporation for evaluation. The customer's report of the device failed self-test was observed and attributted to software timed out. The software was upgraded to resolve the report. A replacement device was sent to the customer. The customer's report for the device did not power up was verified and attributed to the returned depleted battery. The battery was scrapped. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message and the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product, and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.